Event description:
A hemodialysis user facility has reported that during treatment a blood leak occurred. The leak was visually observed at the initiation of treatment. Estimated blood loss was minimal. A new system was strung and the pt completed their treatment without further issue. There is no other known ill effect to the pt. The sample was discarded and is not available for eval.